Manufacturer narrative:
E2: health professional ¿ (blank); e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had a pinhole from the camera cord. The reported malfunction occurred at an unknown time. It is unknown if there was any patient involvement. Additional information regarding the reported event has been requested. There were no reports of patient injury or medical intervention associated with this event.

Event description:
Additional information was provided by the customer: the issue was found in the reprocessing after therapeutic procedure which was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.